Event description:
It was reported that a secondary solution set experienced a no flow. This occurred during priming. The secondary set was connected to a primary baxter set. The setup was spiked into a container reported to be filled with either sodium acetate or nitroglycerin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.